Manufacturer narrative:
(B)(4). Date sent: 7/9/2026. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: could you please elaborate further on the issues reported with the product? When performing the distal anastomosis on a CABG the surgeon states the suture broke multiple times where it wouldn¿t have in past cabgs. Do you have any photos available for visual analysis? Unfortunately, I was in training when these occurred and did not personally visualize the events personally. I also do not have any photos available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a CABG procedure on june 24, 2026, and suture was used. The suture broke while suturing. There was no patient consequence reported. Additional information was requested.